Event description:
It was reported that the device was at elective replacement indicator (eri) and did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in that field action, and returned product testing found the device did perform as described in the field action.  (B)(4).

Manufacturer narrative:
Clinical data review was determined to be not required because physical analysis was completed.